Event description:
It was reported that two weeks post implant of an extravascular implantable cardioverter defibrillator (ev-ICD) system the patient reported to the emergency department reporting spontaneous bruising and mild swelling on her left flank towards her pelvis. Additionally, the patient noted pain on their left ribcage with an episode of coffee ground emesis. The patient was hospitalized and a chest x-ray noted hazy bibasilar opacities suggestive of atelectasis with trace pleural effusions. The implant incision was noted to bewell healed and the ev ICD system remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4, implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.